Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that there was no leak observed until the infusion was started. During assessment and an attempt to reposition the extension tubing, the tubing fell apart from the distal white section.